Event description:
The user facility reported breakage on a survet IV catheter device. Follow up communication with the user facility confirmed the following: the patient was being sedated for routine dental exam; there was difficulty getting the catheter to advance; it was stated from the tech "thought she gotten it in, but it wouldn't advance, so she pulled needle back to try again"; it was noted the catheter looked "a little shorter than it should be"; a piece at the distal end of the catheter broke off in the patient; the tech notified the vet and the patient was taken to try and locate the piece that was missing; the veterinarian was not able to locate the catheter material during x-ray; the sedation was completed with a different catheter; the patient was placed on antibiotics as precaution; and the patient is reported to be "fine".

Manufacturer narrative:
The information was not initially completed by the user facility. (B)(4). Although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. The involved device was not returned to the manufacturing facility for evaluation. Therefore, the current investigation was based on the evaluation of user facility information, retention samples and current lot samples. Visual inspection of both retention and current lot samples revealed no anomalies or defects. The retention samples undergone functional evaluation to verify device performance related to penetration resistance. All samples met manufacturer specifications. The produced lot had undergone two stations of 100% inspection. Thus, the defect of a broken catheter can be detected. In-process inspection wherein a visual defects on the catheter tube is part of the check items. Inspection data of in-process revealed no abnormality, moreover, no item found similar to the complaint. The catheter tube has been evaluated prior supply to manufacturing. Two simulation tests were conducted. The first simulation test was conducted using retention samples and following the instruction for use (IFU) as stated on the unit box. No resistance was encountered during insertion and advancement of the catheter tube. No broken catheter tube was observed after removal of the catheter assembly. The second simulation was conducted using retention samples. The IV catheter was inserted at an angle that the vein (of the dummy arm) was missed and no flashback was observed. The needle was removed and reinserted into the vein using the same catheter and needle assembly. The catheter tube was pierced by the needle upon reinsertion. The needle was then removed and followed by the catheter tube. Resistance was felt during reinsertion and advancement of the catheter tube. The catheter tube became broken after reinsertion as reported in the complaint. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, based on the second simulation test it is likely the catheter tube broke during reinsertion of the needle. Lot history file confirmed that there were no production related problems for this lot number. Prior shipment, qc performs outgoing inspection and testing, all the samples passed and no irregularity found based on visual, sensory and functional evaluation. Thus, the lot is assured and shipped in good quality. A review of the complaint files confirmed that this lot number has not been reported previously. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).